Event description:
Pt had left cataract extraction on (B)(6) 2017. Was seen by ophthalmologist on (B)(6) 2017 and diagnosed with endophthalmitis left eye. Pt is not a diabetic, does not smoke cigarettes.